Manufacturer narrative:
Product analysis: the remote monitor model# 2490c15, serial#: (B)(4) was returned, analyzed and no defect was found. The bench power up test was passed with good power supply, passed full functional test. The tester was unable to simulate the failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor had a burning smell when the patient tried to send a transmission. The patient relocated the monitor in several different places in the home. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.